Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: d284drg ICD, implanted: (B)(6) 2011; 5076-52 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had noise with inhibition of pacing. The rv lead was capped and replaced. It was further noted while closing the pocket that the right atrial (ra) lead had noise. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.